Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been admitted to the hospital with increased spasms and being weak. The healthcare provider (hcp) indicated that the problems had started about two months prior to report, but the patient improved. At the time of report, the pump and therapy didn¿t appear to be working. It was indicated that the patient¿s pump doctor was two hours away and he was in no condition to be transferred. The drug used in the pump was unknown.

Event description:
It was later reported that the patient had been falling. Several dosage adjustments were made; however, the patient continued to have persisting decline in mobility skills. The patient suffered a stroke in 1999 and was under evaluation for new stroke or ¿other¿. The device system delivered lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).